Event description:
Discordant low and inconsistent advia centaur xp dilution results were obtained by the customer on a patient sample and the results were questioned by the physician. The customer performed repeat vitamin d testing and obtained similar results. The low dilution results are considered discordant when compared to the elevated neat results and a previous elevated vitamin d result. The physician had decreased the patient's vitamin d medication based upon the previously elevated vitamin d result and was expecting a higher result than what was reported. There was no known report of patient treatment being altered or adverse health consequences due to the lower dilution vitamin d assay result.

Manufacturer narrative:
The cause for the discordant low and inconsistent vitamin d dilution test results is unknown. A siemens technical application specialist (tas) was sent to the customer site and they installed onboard vitamin d auto dilution to replace manual sample dilutions. There was insufficient patient sample available for further investigation. No conclusion can be drawn. The instrument is performing within specifications. The instruction for use (IFU) states the following in the dilution section: "dilute and retest serum samples with vitamin d levels greater than 150 ng/ml (375 nmoi/l) to obtain accurate results. Manually dilute the patient samples with advia centaur vitamin d diluent, and then load the diluted sample in the sample rack, replacing the undiluted sample. The recommended dilution is 1:2."